Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿early migration characteristics of a 180 porous-coated cup with 1-mm press fit¿ by christoph stihsen, et al, published by orthopaedic trauma surgery (2013), vol. 133, pp. 707-712, was reviewed. The authors retrospectively analyzed the clinical outcome and migration behavior of 60 pinnacle 100 shells after an average 3.8-year follow-up. Implanted products: depuy pinnacle 100 cups. 47 ceramic liners, 13 polyethylene liners, unknown femoral heads, and 10 corail femoral stems. The remaining femoral stems used were competitor products. Results: progressive radiographic identification of migration in 23 cups. No revision was needed. Radiographic mean inclination angle of 47 degrees (29.5-63.3) 10 cups were revised for aseptic loosening. There were patient reports of decrease in joint function and persistent pain. The treatment for these was not provided by the authors. There were no reported product problems with the remaining components. The liners, heads, and stems are captured in the complaint and coded for pain and medical device site joint range of motion decreased. There is one patient identified on page 710 of the text. This case is captured in the guidance document labeled (B)(6) female. Please link this pc to the parent pc-000576926. " patient revised cup, liner and head 25 months after index pinnacle/corail tha for recurrent screeching in the hip. Intraoperative findings revealed cup inclination at 63.3 degrees. The cup was well fixed. There was no additional information given about this surgery. There was no reported product problem with the stem.